Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a field contact regarding a product used in spinal therapy.  It was reported that the nav elevate inserter broke during surgery. Broke at tracker/inserter interface and one of the tines of the inserter broke. The tine remains in the patient. No further information was reported. The return status is unknown. Additional information received. It was reported that the broken instrument has not been returned or replaced, it is being held by the account at which the incident occurred. The product has been utilized correctly, however it was being malleted with extensive force. This is frequent for this particular instrument though. The portion of the inserter fractured within the disc space and left inside after deciding it would do more harm to try and receive it. Pre-operative diagnosis: spinal stenosis, disc degeneration, neurogenic claudication procedure performed: l4/s1 laminectomy and fusion, l4/l5 tlif, l5/s1 tlif levels implanted: l4/s1, the instrument failed at l4/l5 it was reported that the hospital took the broken instrument the day after surgery and has said that it won¿t be returned until they feel as though they have had the issue resolved between their administration and medtronic. This issue has escalated very highly within the hospital system. The doctor is still asking for an official statement from medtronic regarding concerns for the patient for future imaging with the fragment left in the patient. If there is no issue, then there will be no plans for a revision.